Event description:
Advocate stated her mother received readings of 89 and 140mg/dl on the contour meter but they did not believe the readings and called an ambulance. The paramedics retested the customer and the reading was approximately 40mg/dl. Further information regarding the incident was not provided. The customer is expected to return the test strips for evaluation. New strips and meter were sent to her.